Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced 7 infusions sets fell off during use between (B)(6) 2024 . The infusion set was in use for 6 hours. Blood glucose levels during the event was 230 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.